Event description:
Follow up reported the patient had only had one rechargeable device and that it was the current one that was implanted. Prior to the rechargeable device they had two primary cell devices. The device that only lasted five years they had taken out when they got their new rechargeable device. Serial number for the device was unknown.

Event description:
The patient's rechargeable device only lasted 5 years. Additional information has been requested.

Manufacturer narrative:
(B)(4)